Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The implantation of a vad is an invasive procedure requiring general anesthesia, median sternotomy, a ventilator and cardiopulmonary bypass. A user must fully consider the risks of this device with that of other treatment modalities before deciding to proceed with device implantation. These surgical procedures are associated with numerous risks. Death, hemolysis and pump thrombuses are known potential adverse event associated with the implantation of all vads as outlined in the instructions for use. Per the instructions for use implantation of vads is associated with numerous risks including device thrombosis. The instructions for use addresses setting parameters for the power and watt alarms. It further provides guidelines for optimal patient management including recommended therapeutic anticoagulation guidelines to avoid thrombus formation while the system is implanted. Heartware will submit a supplemental report if new facts arises which materially alters information submitted in a previous MDR report.

Event description:
A report was received that a patient was admitted to hospital on (B)(6) 2017 with pump hemolysis, dark stools (that had begun the previous day) and was experiencing high watt alarms. The site reported that log files had not been sent and were not available. It was stated by the site that the patient was non-compliant with home medications but had been checking his international normalized ratio (inr), going to his follow up appointments and performing appropriate driveline care. A swan catheter insertion was attempted, but the patient developed a large neck bleed, so these efforts were abandoned. The site stated that the patient was intubated on (B)(6) 2017 due to respiratory failure and to protect his airway. The patient then developed right heart failure. The patient's clinical team stated that his death was related to the reported pump hemolysis and the complications that ensued leading the family to withdraw care on (B)(6) 2017 and the patient expired the same day. The clinical team stated that the cause of death was related to multisystem organ failure (msof). It was further stated that the site was disposing of peripherals and the pump was not explanted. In addition, no autopsy would be performed. No additional information available.

Manufacturer narrative:
Additional information received from the clinical database indicates that at the time of the patient's admission, he had been prescribed medications that included aspirin and coumadin. When admitted, the patient's vital signs included a heart rate of 60 bpm and a blood pressure of 102/77. The site reported that the patient's urine was black, laboratory findings consistent with hemolysis and increased hvad flows and power consumption. The patient was initially started on heparin and sodium bicarbonate infusions in the emergency room and then started on an integrilin bolus and infusion in the intensive care unit. In addition, he was started on daily aspirin and persantine. On (B)(6) 2017, a pulmonary catheter insertion was inserted via the right internal jugular vein but the patient developed an extensive hematoma. An evaluation by the vascular service deemed that surgical intervention was not indicated. By the next day, the patient developed increasing shortness of breath requiring intubation and mechanical ventilation to protect his airway. In addition, the patient had developed profound hypotension and gross hematuria requiring multiple vasopressors and the placement of an intra-aortic balloon pump (iabp) for support. The patient was not deemed to be a good candidate for pump exchange because of his comorbidities, profound hemodynamic instability, biventricular failure and advanced end organ dysfunction. Comfort and palliative measures were initiated and the patient expired on (B)(6) 2017. (B)(4) was not returned for evaluation. Review of the manufacturing records and certificate of sterility confirmed that the associated pump met all requirements for release. The reported high watt alarms could not be confirmed as log files were not submitted for analysis. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. Based on the risk documentation, the potential causes of the reported event can be attributed to multiple factors including but not limited to external factors such as thrombus formation, high rpms, vad electrical faults. Based on the available information, clinical factors that may have contributed to the reported event include the patient's non-compliance with anticoagulation and antiplatelet medications, the subsequent use of thrombolytics and the patient's past medical history and related comorbidities. Although the root cause of the reported event cannot be conclusively determined, there are patient and pharmacological factors that may have contributed to this event. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.